Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026 at 12:59 am, the patient awoke to a cgm alarm displaying 315 mg/dl and administered 1 unit of insulin injection. Shortly afterward, another cgm alarm indicated ¿high¿, while a fingerstick measurement showed fsbg 146 mg/dl. At 2:51 am, the cgm alarmed again, and the patient obtained fsbg 411 mg/dl, prompting another insulin injection (dose not specified). At 3:59 am, the cgm displayed 443 mg/dl. During this time, the patient reported frequent bathroom use with low bowel movements, along with severe abdominal pain and headache. At 4:43 am, another alarm prompted the patient to check again, revealing fsbg 490 mg/dl. The patient contacted their physician, who advised administering an additional insulin injection. The insulin pump displayed an alert stating: "switched to automated delivery limited, insulin delivery paused for too long / you may need a new sensor." The cgm continued to display ¿high.¿ subsequent readings included 372 mg/dl at 6:40 am and 429 mg/dl at 7:21 am (measurement method not specified). The patient reported administering a total of 5 units of insulin at home. At approximately 8:30 am, the patient was transported to the emergency department (ed) by her husband due to symptoms of excessive thirst, confusion, dizziness, nausea, and vomiting, while the cgm continued to display ¿high.¿ in the ed, the patient¿s sensor and insulin pump were removed. A fingerstick measurement showed fsbg 444 mg/dl. The patient received intravenous (IV) insulin and IV fluids. A urine test was performed due to suspected urinary tract infection, but results were negative. No additional insulin was administered in the ed due to concern for hypoglycemia. The patient was discharged after approximately 4 hours with fsbg 219 mg/dl. The patient reported having a scheduled appointment to transition from dexcom g6 to g7. The call was subsequently transferred to insulet tech support for assistance with reconnecting the insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.